Event description:
It was reported that there were concerns of premature battery depletion for this subcutaneous implantable cardioverter defibrillator. The device displayed a battery depletion code. A request was made to have data from this device analyzed. Technical services reviewed the device data and recommended device replacement, while providing a safe replacement window. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported. Additional information was received this device was explanted and successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that there were concerns of premature battery depletion for this subcutaneous implantable cardioverter defibrillator. The device displayed a battery depletion code. A request was made to have data from this device analyzed. Technical services reviewed the device data and recommended device replacement, while providing a safe replacement window. The device remains in service and there is no evidence to suggest a device replacement procedure has been scheduled at this time. No adverse patient effects were reported.